Event description:
Component does not disengage.

Manufacturer narrative:
UDI # (B)(4) part number updated upon inspection. Inspection results included in this follow up.

Event description:
Component does not disengage.